Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the left common iliac artery. After a catapult access sheath was engaged, an 8x37 express ld balloon expandable stent was successfully deployed. However, resistance from the balloon was felt as the express balloon expandable stent delivery system was being removed. In addition, after the sheath was removed, it was noted that the distal end of the sheath looked deformed. The procedure was a success and completed with the original device. No patient complications were reported. It was further reported that the tip of the catapult access sheath was a little bent and there was nothing wrong with the express ld balloon expandable stent.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the left common iliac artery. After a catapult access sheath was engaged, an 8x37 express ld balloon expandable stent was successfully deployed. However, resistance from the balloon was felt as the express balloon expandable stent delivery system was being removed. In addition, after the sheath was removed, it was noted that the distal end of the sheath looked deformed. The procedure was a success and completed with the original device. No patient complications were reported.